Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter, during a laparoscopic choledocholithotomy upon removing the device from the package, a nurse tried to insert the obturator into the cannula, but could not insert it completely. To correct the condition, another trocar was opened.

Manufacturer narrative:
(B)(4).